Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. The trial started on (B)(6) 2019. The patient stated that the representative switch sides yesterday, patient felt stimulation at a different place than where she should have to felt it, so they changed it back to the side that it was on when patient started the evaluation. Patient also thought that her lead migrated. No further complications were reported or are anticipated.